Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced pain, urinary problems, bowel problems and vaginal scarring/shrinkage. All other information, including the patient's current condition, is unknown and reportedly unavailable.